Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, delamination of the diaphragm valve and wear abrasion. Leak test was performed and found delamination in diaphragm valve . A microscopic analysis was performed which identify delamination of the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "deflation" against left device. Healthcare professional later reported valve delaminated from the shell. The device was explanted.